Manufacturer narrative:
72404127, 1000206832, control pump fgs iz, device incontinence mechanical/hydraulic; 72400024, 1000214518, balloon fgs 61-70 cm, device incontinence mechanical/hydraulic.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) 3 months after implant due to device never actually worked. A new aus was implanted. No information about the patient outcome is available at the moment.